Event description:
A government agency reported that, during gas-liquid exchange of vitrectomy surgery, there was an unstable intraocular pressure resulted in decreased intraocular pressure and bleeding while using an ophthalmic operating system. Gas liquid exchange was temporarily suspended, and intraocular perfusion adjustment was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. All manufacturer¿s surgical systems are verified to meet specifications after installation and customer-initiated service (in accordance with the applicable per procedure). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event(s) are inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).